Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump emitted a no prime warning. The patient reportedly disconnected to re-prime and saw 'contrast' shown on the display, and the display then went blank. The patient has reportedly tried 3 different batteries from different packs and there is no beep and no display. The reporter confirmed that the battery is in the pump correctly. The reporter indicated that there were 2 small drops of water behind the display, the patient reportedly went swimming with the pump on earlier in the day. The keypad is reportedly peeling. This report is being made based on the allegation that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on and the pump history could not be downloaded. A leak test was performed, and a keypad leak was observed. Investigation revealed that the keypad was lifted at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad contamination found under all key contacts. There was evidence of moisture observed on internal parts of the pump. The power complaint could not be adequately investigated due to moisture damage.